Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4.1 failed and was not detected on the communication bus. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay in dispensing the required medications, since the user managed to get the medications from another stations. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 failed and was not detected on the communication bus. A field service engineer replaced the drawer controller, but drawers 4.1 and 4.2 were not detected on the communication bus. The fse then replaced the interface board, but drawer 4.1 was still not detected. The drawer was inspected, cleaned, and row board connections were reseated, but the issue persisted. The retractor band for drawer 4.1 was replaced and tested successfully. Both hardware application and customer tests were completed. The system functioned as intended after the field service engineer repaired the device. Initial reported facility: (B)(6) hospital.